Event description:
It was reported that the customer experienced unexpected high blood glucose levels. The customer stated that the insulin pump would not deliver insulin but that she did not receive any errors on the device. She stated that this issue had occurred sporadically for some time now. She reported that the issue occurred with every third or fourth infusion set. The blood glucose reading was 262 mg/dl. She stated that after breakfast, the blood glucose reading was 350 mg/dl; in an hour and a half, it rose to 417 mg/dl. She stated that the most recent blood glucose reading was 291 mg/dl, which was about 5.5 hours after a bolus with the insulin pump, manual injection and no food consumed. She declined performing the high pressure test, advising that she believed the insulin pump was working and delivered insulin later during the call. She advised that it was most likely due to her insertion sites, since she had been using her abdomen for at least 40 years. Advised to monitor. Nothing further.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.